Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3. Date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness. D4: only di provided as lot number is unknown.

Event description:
An event involving a nrfit medication cassette was reported that leakage was observed from the syringe connection during priming. Leaks that could potentially expose patient and/or clinician to blood or drug. There was no patient involvement and no harm/adverse event reported.